Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned; therefore, the investigation was limited. No DHR review can be carried out as lot number is unknown. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box fr was difficult to operate and wouldn't "pass through" the skin during use. The following information was provided by the initial reporter, translated from french to english: "for 21 years, I have always used bd needles for my insulin injections. You recently modified your micro-fine+ 4mm needles. Since then, I have difficulty giving my injections: I find that they do not "pass through" the skin and I have to make several attempts or even change needles to give my injections!"